Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was replaced on (B)(6) 2020, and skin around the abutment site was debrided. The patient was treated with topical and oral antibiotics. The implanted device remains.